Event description:
A 2.5mm diameter x 24mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an ivp lesion. Lesion morphology was reported to be moderately tortuous with severe calcification. The lesion was pre-dilated. It was reported that the physician was attempting to advance to a lesion; when he met with resistance at the ostium of the right coronary artery. It was reported that the stent caught on calcium and dislodged. The physician was unable to remove the un-deployed stent. The un-deployed stent was apposed to the vessel wall with another MFR's stent. The pt is good. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
.